Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user ran out of insulin overnight, resulting in hyperglycemia while using the ilet system, and later contacted support for assistance changing supplies; the user replaced the cartridge, connector, tubing, and infusion set, completed fill steps, and insulin delivery resumed. Symptoms included elevated blood glucose, with a reported highest value of 335 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no assistance required, and no reported long-term impairment. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the hyperglycemia occurred in the setting of depleted insulin supply and was resolved after guided replacement of disposable components, with no device malfunction confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause relative to device performance, with user supply exhaustion as a contributing factor and device function restored after component changes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.